Manufacturer narrative:
No samples were returned for eval, therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A medwatch report was received indicating that a dull knife was experienced during cataract surgery. The initial medwatch report indicated "other serious (important medical events)". During a phone conversation with the reporter, it was disclosed that the dull knife did not cause any injury or impact to the pt. The dull knife was exchanged for a new knife, with no significant delay, and the incision was completed. There was no harm to the pt.